Manufacturer narrative:
Complaint no: (B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further specified as the patient dropped the patient line and later used the line for peritoneal dialysis therapy. The patient was not hospitalized for the event. The patient was treated with vancomycin (dosage, route, frequency, and duration not reported) and fortaz (dosage, route, frequency, and duration not reported) until the patient¿s effluent came back clear. The patient was reported to be recovering from the peritonitis. Action taken with therapy was not reported. Additional information was requested but is not available.